Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. Per the technician evaluation, it is confirmed that the bottom rear side of frame is broken.

Event description:
The dealer states that on both sides of the frame the weld is broke where the back cane attaches to the frame.